Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture, pain and exchange from textured to smooth breast implants due to the patient¿s concern with the product. Device remains implanted.

Event description:
Device has been explanted and replaced.

Event description:
Healthcare professional reported right side rupture, pain and exchange from textured to smooth breast implants due to the patient¿s concern with the product. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observe as it is a medical event that is not related to the device. Pain: unable to observe as it is a medical event that is not related to the device. Rupture: not observed on the device. Additional observations: deformation is observed. Wear abrasion is observed. Yellow particles are observed. No further actions are required as the device was implanted.